Event description:
A customer reported to baxter (B)(4) a flo-gard IV solution administration set in which a leak was observed. According to the report, there was a leak near an unknown joint close to the patient end while infusing saline. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual testing was performed. Visual inspection revealed that the tubing had a hole close to the luer junction. Furthermore, another scratch/hole was visible on the tubing where it meets the luer connector. Functional leak tests were performed and a leak was observed for a hole in the tubing. The reported condition was confirmed. However, a definitive root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.